Manufacturer narrative:
Additional info has been requested. Part number associated with device only sold in (B)(6). Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Injected chronos in calcaneus to fill a bone defect from a cyst. Two weeks postop, pt experienced pain. Pt underwent a second surgery on (B)(6) 2011, for debridement of chronos as chronos did not harden. This is the 2nd of 3 reports submitted on this event.